Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01373. It was reported that the patients leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023, where both leads were explanted and replaced. Therapy was restored post-op.